Event description:
Medication was left in injection [device delivery system issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of device delivery system issue and no adverse event in female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from medical assistant via a telephonic call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated from with epinephrine auto-injector 0.3mg via subcutaneous (ndc: 0115-1694-30) (therapy date not reported) for an anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, history of procedures, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the consumer incorporate the second epinephrine pen to her thigh, and she observed that medication was left in injection. Immediately consumer admitted to the hospital. Further she stated that after taking bio-pen (tez spire biologic pen) consumer experienced side effects like difficulty in breathing, rapid breathing and heartrate. Upon asking for hospital details, reporter stated that she didn't have information about hospital. She confirmed that she didn't experience any side effects because of medication. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 18-nov-2024. New information received includes qa investigation report. On 07-nov-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg lot unknown, ¿injection delivered only half medication¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿medicine left in syringe¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at phillips. The cpo phillips performed and investigation. The cpo phillips performed an investigation for ¿medicine left in syringe¿ on the epinephrine auto-injector 0.3 mg lot unknown. The controlled annual product reports from 30-may-2022, to 29-may-2024, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint: (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There have been three other similar complaints reported in the complaint category ¿medicine left in the syringe¿ in the past 24 months. None of the three other similar complaints were attributed to device malfunction or manufacturing. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. Based on the information provided for the reported complaint, ¿she stated that consumer incorporate the second epinephrine pen to her thigh, and she observed that medication was left in injection.¿. The questionnaire was reviewed, and the user identified that the need was visible after injection, however, the conclusion that the device did not work based the amount of fluid left in the glass cartridge? Was answered ¿yes.¿ the IFU states, ¿the injection is complete, and you have received the correct dose of the medication if you see the needle sticking out of the red tip. If you do not see the needle repeat step 2. In addition, the IFU states,¿ epinephrine injection is a single-use injectable device that delivers a fixed dose of epinephrine. Epinephrine injection cannot be reused. Do not attempt to reuse epinephrine injection after the device has been activated. It is normal for most of the medicine to remain in the auto-injector after the dose is injected. The correct dose has been administered if you see the needle sticking out of the red tip. You may need to use a second injection if symptoms continue or recur. As such the root cause of the reported complaint was identified as a potential user error for the reported ¿medicine left in syringe and lack of effect, due to not following the IFU for confirmation of dose delivery. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. The investigation associated with epinephrine injection usp auto-injector 0.3 mg lot unknown for the complaint category ¿ medicine left in the syringe, for the reported complaint confirmed the in-process and final release criteria were met for all lots manufactured and released to market. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. The root cause of the reported complaint was identified as a potential user error for the reported ¿medicine left in syringe and lack of effect, due to not following the IFU for confirmation of dose delivery. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication was left in injection [device delivery system issue] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events of device delivery system issue and no adverse event in female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from medical assistant via a telephonic call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated from with epinephrine auto-injector 0.3mg via subcutaneous (ndc: 0115-1694-30) (therapy date not reported) for an anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, history of procedures, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the consumer incorporate the second epinephrine pen to her thigh, and she observed that medication was left in injection. Immediately consumer admitted to the hospital. Further she stated that after taking bio-pen (tez spire biologic pen) consumer experienced side effects like difficulty in breathing, rapid breathing and heartrate. Upon asking for hospital details, reporter stated that she didn't have information about hospital. She confirmed that she didn't experience any side effects because of medication. Last action taken with epinephrine in relation to device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device delivery system issue and no adverse event were unknown. The reporter did not provide causality assessment of events of device delivery system issue and no adverse event with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.